Event description:
It was reported that prior to starting (post anesthesia) a da vinci assisted simple prostatectomy surgical procedure, a part of the beige base of the fenestrated bipolar forceps instrument broke off. A similar backup instrument was used to complete the surgical task. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken piece on the fenestrated bipolar forceps instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have thermal damage on the yaw pulley that exposed the electrode. The instrument passed an electrical continuity test. No damage was found on the conductor wire. The root cause of this failure is attributed to mishandling/misuse. The complaint regarding the broken fenestrated bipolar forceps instrument was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. No image or video clip for the reported event was available for review. A review of the instrument logs showed the fenestrated bipolar forceps instrument (part # 420205-16 / lot # n10210607 821) was last used on (B)(6) 2022 on usg524 in a simple prostatectomy procedure. There were 4 uses remaining after the last usage. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. This last usage of the device was before the reported event date. The probable root cause of damaged conductor wire insulation and/or thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is considered a reportable event due to the following conclusion: failure analysis found thermal damager on the yaw pulley on the fenestrated bipolar forceps instrument. While there was no harm or injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur.